Event description:
It was reported that there was a decrease in therapeutic response. The patient reportedly last reprogrammed device "about 3 years ago," stating he felt the stimulation but it was "not as effective as before." It was noted that the pain pattern did not change and the patient turned the device off more than on. It was stated that "in the past year," the patient "needed" to increase his stimulation and it was not covering the area he needed. The patient reportedly was admitted into the intensive-care unit following his implant in 2007, and had "about 4 episodes" of tachycardia "since implant." It was stated that the cardiologist did a "full work out" of his heart, but was unable to find the cause of his tachycardia. It was noted that two months prior to this report, the patient experienced chest pain, was hospitalized, and found out he had ventricular tachycardia. The patient reportedly had a loop recorder implanted "last thursday" prior to the report. It was also noted that the patient had "block outs about 7 - 8 years ago." Additional information as requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type extension. (B)(4).